Event description:
Difficulty loading the cartridge onto the handle. Prior to the procedure, they experienced difficulty deploying and retracting the needles. The procedure was initiated and after one lesion a high urethral temperature was noted which could not be lowered with irrigation. Upon removal of the cartridge from the pt, it was noted that the needles were still deployed and the tip of the cartridge appeared to be "hot". Another cartridge was used and the procedure was completed. There were no reported adverse effects to the pt.